Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity."

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to loosening. The glenosphere, glenoid baseplate, taper adapter and humeral bearing were removed and replaced. It was further reported the proper surgical technique was not utilized.